Manufacturer narrative:
The instrument was returned to isi and evaluated. The customer reported failure mode that the instrument would not seal could not be tested. The instrument's main tube was found to be bent which did not allow the grips to function properly. Therefore, a sealing test could not be completed with the instrument. Failure analysis of the instrument concluded that the bent main tube may have been likely due to mishandling/misuse. The instrument passed a self-check after being connected to an in-house system. No damage was found on the instrument's conductor wire. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Isi has reviewed the site's system logs with a procedure date of (B)(4) 2014. No system errors related to sealing were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the patient was found to have sustained a bowel injury after undergoing a da vinci surgical procedure. However, at this time, the cause of the patient's injury is unknown.

Event description:
It was reported that during a da vinci right hemicolectomy procedure, the endowrist one vessel sealer instrument was not sealing properly. At one point during the surgical procedure, the surgeon was unable to completely seal the ileocolic artery with the instrument. After cutting the artery with the endowrist one vessel sealer instrument, bleeding was observed. The surgeon then tried unsuccessfully to cauterize the artery with a maryland bipolar forceps instrument. The surgeon was able to stop the bleeding by applying a hem-o-lok clip to the vessel. During the remainder of the procedure, the surgeon continued to have difficulty sealing while using the endowrist one vessel sealer instrument on the patient's mesentery. The patient's approximate blood loss for the surgical procedure was about 300 cc. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and obtained additional information regarding the reported event. The initial reporter was present during the surgical procedure. He stated that during the entire surgical procedure, the surgeon had difficulty sealing with the endowrist one vessel sealer instrument. According to the initial reporter, the system would give audible tones indicating that the seal was complete but the instrument would not properly seal completely. The initial reporter stated that the da vinci surgical procedure was completed and no post-operative complications were reported.

Manufacturer narrative:
The vessel sealer instrument was returned to intuitive surgical, inc. (Isi) with a bent shaft that restricted the grips of the device from opening/closing properly. During failure analysis (fa) of the instrument, the device's shaft was bent back to it's normal position and tested on an in-house system. The instrument passed an energy test. A wet paper towel was held between the grips of the instrument and smoke was visible once the seal pedal was depressed. The instrument passed an electrical continuity test. Per testing, the instrument was found to be fully functional.